Event description:
It was reported that the setscrew could not set back to the right position after repositioning of the lead. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the setscrew had a rounded socket. Performance data collected from the device was analyzed. Oversensing was noted as four ventricular non sustained tachycardia <=210 ms occurred between (B)(6)-2011 13:47:35 and (B)(6)-2011 08:01:10. High resistance/impedance was noted as seven patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6)-2011 09:00:18 and (B)(6)-2012 09:00:27. The weekly pace impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance from 285 to 4047 ohms peak between (B)(6)-2011 and (B)(6)-2012.